Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred for the g7 receiver. However, data for the g7 android app was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information d4 model no ¿ additional information d4 serial no - correction d4 lot no ¿ additional information d4 expiration date ¿ additional information d4 UDI - additional information g3: date received by manufacturer ¿ additional information h2: additional information/correction h4 device mfg date ¿ additional information h6: type of investigation ¿ additional information h6: investigation findings ¿ additional information h6: investigation conclusion ¿ additional information.